Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on the in-house system and failed the normal mode and triggered 319 error pointing to rolling loop. Further investigation, jumped a test fiber cable from axes controller spar (acs) pca to axes controller carriage logic (accl) pca and fixed the issue. Reconnected the original rolling loop fiber cable and the 319 error occurred again. The unit was also tested on patient side cart (psc) fixture test platform (pftp) with the test fiber cable and passed direction test, friction tests, sine cycle, brake tests, and carriage switches. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, error 319 occurred on universal surgical manipulator (usm) 4. The technical support engineer (tse) attempted to check the system logs, but found system was not connected to onsite. Tse asked the customer if hard power cycle was performed. The customer confirmed they have done normal power cycle. Tse asked to do hard power cycle with circuit breaker down and emergency power off (epo). The customer confirmed after hard power cycle system is still showing error 319 and disable usm 4. Tse asked him to disable the usm 4 and check for error. The customer disabled the usm 4 and system started fine with 3 usms. The surgery was completed with three arms and no reported injury.